Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 607 mg/dl; cause was not known. Pump supplies were changed. Insulin injections and bolus were used to address bg. Water was consumed. Customer was vomiting and went to the emergency room. Infusion set cannula was found to be kinked and was thought to have been caused by the vomiting. Type of infusion set used was not reported. Customer was admitted to the hospital. Ketones were present and identified as dangerous by a healthcare provider. Customer was treated with intravenous insulin, zofran and food restriction. Customer was discharged on (B)(6) 2018 with bg/ketones resolved. Reportedly, customer discussed details of the event with a healthcare provider.